Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to a leak in the system and holes in the reservoir.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2010 and revised on (B)(6) 2021 due to a hole in the reservoir. Additional information received indicated there was a leak in the system.

Manufacturer narrative:
A reservoir was received for evaluation. Three separations were noted in the reservoir bladder due to material degradation. These were all sites of leakage. The separations were noted at the crease folds of the reservoir bladder. The human body is capable of causing thermal and biological degradation, oxidation, and hydrolysis to occur in polyurethane. Although usually this degradation exists as surface phenomenon, over time it may cause mechanical failure. Polymers under constant flexing are more susceptible to fatigue and eventual mechanical failure. These components were released according to manufacturing and quality control procedures. The device was assumed functional for over 10 years in the patient. Material degradation most likely occurred and progressed enough to cause mechanical failure to take place on the reservoir bladder. Occurrences of this nature are estimated to be relatively rare, and immune responses and in vivo reactions within the human body may largely influence causes for this type of event. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.